Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced blood glucose excursions while on insulin pump therapy. The patient¿s blood glucose was reported to be both high and low. High blood glucose measured at 300 mg/dl with large urinary ketones, vomiting and shortness of breath. The patient was reportedly treated in the hospital with IV glucose. Troubleshooting performed by animas customer support revealed air bubbles in the infusion set tubing; animas customer support discovered that the cartridge plunger was pulled back too far. This complaint is being reported because the patient reportedly experienced serious injury associated with training/misuse issues.